Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you please confirm how many products are involved in this event? All the lot# of ¿rdbczh¿ product of prolene((B)(4)). - what is the lot number? Rdbczh, this complaint requested surgeon used prolene for over 30 years and he know this material very well., surgeon opened first bx of 8732h and used 7ea but all of 7ea was easily broken during tying. Thus, surgeon opened second bx of 8732h and used 9ea but all of 9ea was easily broken during tying alike. These two bxs are the same #lot so that surgeon informed us to exchange the faulty suture to new one h3 investigation summary: two opened boxes with twenty-five and twenty-eight packets ea. Of product code 8732h were returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damage was observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related to: 2210968-2022-03660, 2210968-2022-03661, 2210968-2022-03662, 2210968-2022-03663, 2210968-2022-03664, 2210968-2022-03665, 2210968-2022-03666, 2210968-2022-03667, 2210968-2022-03668, 2210968-2022-03669, 2210968-2022-03670, 2210968-2022-03671, 2210968-2022-03672, 2210968-2022-03674, 2210968-2022-02565

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture lost its tensile strength very easily and it was keep breaking during the surgery, especially tying. No adverse patient consequences were reported. Additional information was requested